Event description:
A 3.5mm diameter x 30mm length medtronic ave s670 over the wire stent was inserted into the right coronary artery. Upon experiencing difficulties in obtaining good guide catheter support, the guide catheter was "deep seated". Consequently, the mid-portion of the stent was pushed against the ostium of the guide catheter. It was not possible to cross the target lesion; therefore the stent and delivery system were pulled back from the coronary artery, but the stent would not enter the guide catheter. Therefore, the entire stent delivery system was withdrawn as a single unit. However, upon removal of the entire system, the stent had dislodged at the femoral artery access point. Attempts to retrieve the stent with a hemostat were unsuccessful. The stent slipped into the pt's leg and remains in the pt's arterial vasculature; however, the user facility reported no evidence of arterial occlusion. The target lesion was then treated with another MFR's stent. It is unknown if the physician followed instructions for pre-dilatation; however, the instructions indicate to "ensure guide catheter stability before advancing the stent delivery system into the coronary artery". There was no add'l clinical sequelae reported relative to the event and no futher info is available from the user facility.